Manufacturer narrative:
Travkwise ID: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had an issue with use. The jaws were working well and all of a sudden, they could not be seen, the hemopro was taken out and it was noted that the black plastic which covers the hemopro had protruded and covered the jaws. An attempt was made to uncover the jaws but this proved to be impossible and so another kit was opened to complete the case. Length of delay was length of time it took to get another kit and set it up, approx. 5 mins, which does not sound like a lot but is significant in a surgical procedure. All necessary tests are performed before any equipment is used. No effects/harm to patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/08/2022. An investigation was conducted on 09/21/2022. A visual inspection was conducted. A part of the black sheath was observed covering the jaws. The black sheath was observed to be peeled at the bottom of the sheath. The sheath was removed from the jaws. Signs of clinical use and evidence of tissue was observed on the base of the jaws. There were no visual defects on either the heater wire or the clear silicone insulation on both the cold and hot jaws. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled;shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000243448 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.